Event description:
Upon removing the 15-mm port, it did appear that a 3 x 3 mm portion of the sheath was not attached to the sheath. We reinserted the laparoscope and carefully inspected the entirety of the peritoneum to attempt to identify this. The piece of plastic was not identified within the peritoneum. We then inspected the subcutaneous tissues and there was no foreign body identified within these. I suspect that this may have come off as we withdrew the sheath and placed it on the operative field.